Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device nozzle was clogged with foreign material. The device had no other issue. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is a loaner device returned by the customer upon being unable to complete the reprocessing in the automatic endoscopy reprocessor prior to being used in any procedure. There is no patient involvement. Upon evaluation of the device, it was observed that the device nozzle was clogged with foreign material. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.